Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by (B)(4) on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated surgical procedure on unknown date where monopolar electrocautery was used. The patient¿s ipg was not put into surgery mode. After the surgery, the patient's ipg would no longer communicate with the external devices and the patient's ipg was determined to be inoperable. As a result, the patient¿s ipg was replaced. Therapy was restored.